Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that her blood glucose level spiked high during sleep and she did not wake up. The customer reported that the insulin pump never alarmed to warn her and her child was hysterical. The customer's blood glucose level was 500 mg/dl. The customer expressed dissatisfaction with the device and wanted a representative to come to her house to fix the problem. Nothing was replaced or returned.